Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and failed battery. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump rejected new batteries and there was a fracture on pump by reservoir entry. It was reported that the moisture builds up on the screen and had rainbow effect, when priming insulin shoots out of cannula and buttons were sticking and were hard to press. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to moisture damage at keypad traces. No button error alarm noted. Traces of corrosion found at the electronic assembly and motor assembly per visual inspection. Unable to perform the displacement, operating currents, a21 error test, rewind test or verify missing segment/partial display, low battery alarm and failed battery test due to unresponsive buttons. Pump received with cracked reservoir tube lip. (B)(4).